Event description:
Additional information: it was reported that a catheter dye study was performed and showed no flow. The patient had reported increased pain the few months prior to the report. Increases in daily dose were programmed but did not improve the symptoms. The entire device system was replaced; however, the pump was replaced due to normal end of life (eol).

Event description:
It was reported the patient had not been getting therapy due to occlusion of the catheter. The pump and catheter were replaced. The pump was replaced due to elective replacement indicator. The pump was delivering dilaudid and bupivicaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.